Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15174. It was reported that patient experienced ineffective stim due to lead migration. As a result, surgical intervention was undertaken where in the leads were explanted and replaced resolving the issue.